Manufacturer narrative:
Product event summary: analysis confirmed the reported event; there is a deviation between the stylus and the cursor on the screen due to overlay misalignment. Analysis also found the keyboard latch, power bay assembly, lower case, and upper case were broken. The cooling fan was noisy. The cable of the stylus had a deep cut and the overall shielding was visible. Some screws were missing from the support plate of the hinges. Software error found in the programmer update history. It was noted there was a lot of dust inside the programmer.

Event description:
The programmer was returned for service.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported the programmer was opening but calibration was broken. The programmer is expected to be returned. There was no patient involvement.